Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, a hardware failure occurred. Initially, the system failed to detect the cubie, which prevented ejection from the drawer. Upon restarting the machine, the issue escalated resulting in the entire row associated with the affected drawer no longer being recognized on the bus. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer logged into hardware test application (hta) and released the cubie pockets in auxiliary 5.2. Cleared all debris from the cubie trays and reseated the pockets. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a hardware failure occurred. Initially, the system failed to detect the cubie, which prevented ejection from the drawer. Upon restarting the machine, the issue escalated resulting in the entire row associated with the affected drawer no longer being recognized on the bus. The customer stated that the malfunction caused a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.